Manufacturer narrative:
Reporting institution phone: (B)(4). Reporter phone number: (B)(4).

Event description:
It was reported to philips that there was no flow. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Upon further investigation the event is no longer reportable due to there being no device malfunction; the customer only placed a request for an operating manual. Therefore, this complaint no longer meets reportability requirements